Event description:
The manufacturer became aware of an allegation related to a ds2 adv CPAP device. The manufacturer received information with unknown allegation. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.